Event description:
My son was sleeping with his bedwetting alarm and he woke up and complained that his alarm was burning him. The alarm is defective and is causing overheating. This has resulted in him getting scared and waking up crying. I stopped using it.